Event description:
Device 1 of 3. Reference: manufacturing report 1627487-2010-01034 and 1627487-2010-01036. The patient received his scs system consisting of an ipg and two percutaneous leads on (B)(6)2006. It was reported that around (B)(6) 2007, the patient noticed the stimulation had ceased. The leads were tested and found to have high impedance measurements. The physician explanted and replaced the system on (B)(6) 2007. The explanted leads and ipg were returned to ans for evaluation. No further information is available. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.